Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, not sure how many firings, the white pad on the clamp arm appeared to be frayed and pieces coming off. Removed from sterile field and opened a second unit. This too became frayed. An articulating enseal was opened to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9278nc. The device a was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.